Manufacturer narrative:
(B)(4). Date sent: 10/27/2021, batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what color cartridge was used? Where there any staple formation issues identified throughout the care of the patient? How was the bleeding addressed intraoperatively? How was the post-surgical bleeding addressed? What is the estimated blood loss? Was blood product administered? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a sleeve gastrectomy, there was post surgical bleeding from the staple line. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe reintervention.